Event description:
It was reported that this implantable cardioverter defibrillator delivered appropriate anti-tachycardia pacing (atp) for an arrhythmia. This lead to a change in the electrogram (egm) morphology, related to a rhythm acceleration. The device continued delivering inappropriate atp and shocks that were not able to terminate the arrhythmia. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.